Manufacturer narrative:
(B)(4).

Event description:
(Os 18.895). The dentist reported that one year and 9 months after the dental implant was installed in intraoral region #29 it was verified its non osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed.